Event description:
It was reported that during a lead revision, externalized conductors on previous capped rv lead was observed. The capped lead was explanted. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External and internal insulation abrasion was noted at 15.5-17.0cm from the distal tip. Internal insulation abrasion was noted at 11.0-12.0cm from the distal tip. The etfe coating was intact at these locations.